Event description:
The customer reported the system would not access the system data base which would prevent the system from completing boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleared the pt database and reloaded the pt scans. The system operates as intended.